Event description:
Reporter alleged the blood glucose monitoring active system generated a result of lo (less than 10 mg/dl) when the test strip was inserted into it; however, prior to the strip being dosed with blood or control solution. Reporter stated, when looking into the system memory, she was able to locate the result of lo. Reporter indicated taking an additional glucose test afterwards and obtained a result of 162 mg/dl which was stated as normal. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.